Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdz281 batch number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and a barbed suture was used. During the procedure, the suture broke when it was used at the level suture of articular capsule. Changed another one to complete the surgery. There were adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint #: (B)(4). H3 evaluation: a used open sample of product was received for analysis. During the visual inspection of the used sample, the swage and attachment area were noted to be as expected. Marks on the body needle appeared to be by the use of a surgical instrument. The suture was examined along strand and no suture breakage was found. However; body fluids at barbs were noted and it appeared that the sides of fixation tab were broken by the use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received no suture breakage was noted.